Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a patient notifier for non sustained lead noise due to post-paced t-wave oversensing on the near field channel. The mismatch between near field and far field resulted in non-sustained lead noise. Programming changes were recommended. No changes were made. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.